Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an error code indicating gui audio alarm failed while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run unit for additional 24 - 48hours in attempt to duplicate the alarm. Otherwise gui speaker and alarm cable will need to be replaced. The customer reported to have followed the tse recommendations replacing the speaker and alarm cable. Unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.